Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during lasik treatment in one eye, an energy error was displayed ('energy greater than 20%'), and the procedure was stopped. The system was repaired on the same day, and the procedure was resumed and successfully completed after a two hour delay. No further information is expected.

Manufacturer narrative:
At the visit onsite the territory manager (tm) was able to duplicate the error during energy check. The tm tightened the connections and performed tests finding everything ok. The tm replaced the sensor as a preventive measure. The system was calibrated and tested and found to meet specifications. Visual inspection of the returned part shows no obvious damages. Functional inspection shows no deviations during testing. No error message can be reproduced during testing. Further, the measured energy values showed no relevant deviations between the returned part and the one which was originally built in the system. The reported problem cannot be reproduced and no root cause for the reported error could be determined. The manufacturer internal reference number is (B)(4).